Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables were not damaged at the instrument's wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, when the prograsp forceps instrument was put into the patient, a wire was noted to be coming out from the tip, an exposed wire was seen and the instrument was removed and taken off the field. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.